Event description:
It was reported the patient experienced increased recharge burden and pain at the ipg site. The event date is unknown. Reprogramming and a replacement charging system were unable to provide resolution. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the ipg was explanted and replaced with a different model. The patient has effective therapy and no longer experiences pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.